Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that low draw occurred during use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "during use, the customer found 1ea tube has low draw issue."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that low draw occurred during use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter. "During use, the customer found 1ea tube has low draw issue."